Event description:
It was reported that a screw was implanted on (B)(6) 2017. On (B)(6) 2018, when the screw was removed, during explanation at right of the fourth cervical vertebra, the doctor found that the tulip head and screw thread were separated. Only the screw thread was left in the bone. The bone was scarped and the screw was removed with pliers. There was a 50 minute surgical delay. There were no reports of adverse health consequences to the patient.

Manufacturer narrative:
Method: device history review, complaint history review; risk assessment. Result: the screw tulip was confirmed separated during removal. The purpose of this surgery was to remove the implants as the patient had fused. Manufacturing records for this product were reviewed and no anomalies were found. As per the surgical technique guide "these implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed." And "removal of an unloosened spinal screw may require the use of special instruments to disrupt the interface at the implant surface." Conclusion: the likely cause is the removal of unloosened screw and fusion of the bone to the screw.

Event description:
It was reported that a screw was implanted on (B)(6) 2017. On (B)(6) 2018, when the screw was removed, during explanation at right of the fourth cervical vertebra, the doctor found that the tulip head and screw thread were separated. Only the screw thread was left in the bone. The bone was scarped and the screw was removed with pliers. There was a 50 minute surgical delay. There were no reports of adverse health consequences to the patient.